Event description:
A minimum fill notification was reported by the caller, and the customer's blood glucose level exceeded 500 mg/dl, displaying as "high." The customer administered a correction injection using multiple daily injections (mdi) and attempted to reload the cartridge, which did not resolve the issue. Despite being guided through loading a new cartridge, the problem persisted. The customer reverted to manual injections for insulin therapy.